Event description:
The customer alleged that her breeze2 meter was not working accurately and that she ended up being hospitalized for a week. She stated that comparisons blood glucose tests were performed using her breeze2 meter and a hospital meter. The breeze2 read anywhere from 130-35 mg/dl higher than the hospital's meter. Actual readings were not provided, but depending on the readings, the difference between them could fall in the "c" zone of the error grid, making the difference clinically significant. No other information was provided regarding the hospitalization or the events leading up to it. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.